Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(4) and batch: 17392221.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. The explanted device will not be returned per hospital policy.